Event description:
Facility reports that while transferring a pt from bathroom to bed, using a sabina ii pt lift, with a large size safety vest, that the pt slipped out of the vest striking the back of her head on the floor. Pt suffered a small hematoma and bruising.

Manufacturer narrative:
On april 25, 2007, a distributor was allowed to view and inspect the equipment. The pt lift was found to be in very good working order and had not been removed from service at the facility. The clinical education nurse (cen) believes that the caregiver did not use the safety vest correctly and that a medium sized safety vest should have been used for this pt not the large size vest as was used in the incident. The incident could not be recreated by facility when the vest and pt lift were used correctly per MFR's instructions. Facility offered remedial training on the use of this equipment to the staff.